Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 2.1 and 2.2 not detected on bus. A field service engineer (fse) inspected drawer 2 and found no light emitting diode lights on the controller board. Fse replaced both the bus controller board and the drawer controller board. The customer tested the drawer, and no further issues were reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not detected on bus. The user tried to recover but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.